Event description:
Information was received that during testing of this smiths medical cadd solis vip pumps, the pump failed flow rate testing. No patient involvement was reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the inaccuracy was unable to be replicated by analysts. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.